Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent hip surgery on an unknown date and barbed suture was used. Following the procedure, the patient experienced wound dehiscence at the fascia layer. The patient was re-admitted and the wound was resutured. Additional information has been requested.